Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Customer reports that the surgeon fired the device and noticed leaking along the staple line during the anastomosis. Surgeon used another gia reload to resect the bowel. No patient injury. No medical intervention. Tissue loss and tissue damage: the surgeon resected additional bowel to correct the leaking staple line. No blood loss. Surgical time was delayed by more than 30 minutes but it did not affect the patient in any way such as extension of hospital stay. Nothing fell in the surgical cavity. No reinforcement material was used. Patient current status is recovering. The devices are being returned for investigation.